Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent implanted in the 1st diagonal. Approximately 8.5 months post index procedure the patient suffered a stroke. The investigator indicated the event was not related to the device and the patient recovered without treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.